Event description:
The customer reported the system displayed a communication error and a generator error. These errors may result in a system lock up, no boot, or shut down situation. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was evaluated and reseated. The memory nodes were reflashed and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.